Event description:
The customer reported receiving a button error alarm on the insulin pump and not being able to clear the alarm. The customer was working during the day and the insulin pump might have been exposed to sweat. The customer's blood glucose was 201.6 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.